Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 9.0 x 39 mm omnilink elite stent delivery system package was opened and it was noted that the stent was not on the delivery system balloon. The device was not used and there was no patient involvement. A second omnilink elite stent delivery system was used without issue. No additional information was provided.